Manufacturer narrative:
(B)(4)

Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.